Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 18:14:53. During night drain cycle 18, the patient's ultrafiltration reading was 2667ml, indicating the home patient drained 1667ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.